Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2005 the patient presented with the pre op diagnoses of degenerative disk disease l3-4 to l4-5 and left radiculopathy. She also had unremitting back pain. The patient underwent the following procedures: transforaminal lumbar interbody fusion l3-4 and l4-5; placement of interbody structural device allograft bone l3-4 to l4-5; placement of segmental pedicel screws l3 through l5 using zimmer st360 instrumentation; posterior spinal fusion l3-s1 with bone morphogenic protein, allograft and autograft bone; decompression l3-4 and l4-5. Per the op notes, gelfoam was placed over the thecal sac after irrigating thoroughly with 3 liters of pulse lavage antibiotic solution. The bone morphogenic protein was placed on it sponge and wrapped around allograft bone and was placed into the gutters. No patient complications were noted.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.